Event description:
The account alleged the bed exit alarm volume is very low and does not alarm at the nurse station. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.